Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose of 47mg/dl which was treated with juice and chocolate. Customer¿s current blood glucose was 272mg/dl. Customer states that her husband dropped her insulin pump, customer performed self test and passed the test. Customer mentioned that she drank juice and chocolate, her blood glucose went to 120mg/dl then 303mg/dl. Insulin pump will not be returned for analysis.